Manufacturer narrative:
Findings: unit received with button error alarm and had unresponsive buttons due to corroded keypad traces. Unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. No cracked belt clip slot noted.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated the lower left and the lower right of a display have a crack. The logo is discolored.